Event description:
Pt underwent endoprosthesis of hip with removal of tumor tissue and fixation with methyl methacrylate cement. A second operation intermedullary nailing for pathologic fracture of the humerous was done. Methyl and methacrylate was placed in the canal and an inter-medullary nail was then tapped through the wet cement into the humerous. Approx at the time the intermedullary nail was inserted, or perhaps a little after this, the pt's vital signs dropped, her blood pressure dropped and she became unresponsive, cardiopulmonary resuscitation was unsuccessful and pt expired. Initial investigation shows outcome probably an adverse response to the cement. Note: since this is a known risk to the use of the product, there is conflicting opinion as to whether it is reportable.